Manufacturer narrative:
Two (2) products were returned in an open box from the lot number provided in the report. The label matches the product returned. The user stated that one of the two (2) devices returned was the complaint device. The user facility indicated that there is no complaint on the second device. It is unknown which of the two (2) devices returned is the complaint device, hence both devices were evaluated. An evaluation of the photo provided by the user confirmed the report. The photo provided shows a deployed black band on a varix with the trigger cord still attached to the black band thus confirming the report of trigger cord entrapment. Two (2) trigger cords wound on two two-way handles and two (2) barrels were included in the return. It is unknown which barrel goes with which device. Device one (1) - the trigger cord wound on the two-way handle and the barrel were included in the returned. The loading catheter, six (6) bands (five (5) black and one (1) amber) and the irrigation adapter were not included in the return which made it difficult to perform a complete evaluation. During a visual examination of the device, it was observed that the two-way handle was returned in the firing position. The roller clutch in the handle wheel assembly located in the groove of the firing position was loose instead of fitting snugly inside the black molded portion of the handle. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A visual examination of the trigger cord wound on the two-way handle showed that the knot was not seated properly. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled but the bead at the end of the trigger cord near the knot displayed an unacceptable amount of flash. A lab meeting was held with operations to heighten awareness of the flash. It was confirmed during the meeting that the excessive flash did not meet their specifications. Device two (2) - the trigger cord wound on the two-way handle and the barrel were included in the returned. The loading catheter, six (6) bands (five (5) black and one (1) amber) and the irrigation adapter were not included in the return which made it difficult to perform a complete evaluation. During a visual examination of the device, it was observed that the two-way handle was returned in the firing position. The knot on the trigger cord was seated properly in the groove of the handle. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. During our laboratory investigation, the knot on the trigger cord for device one (1) was not seated properly in the handle assembly. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The beads on the trigger cord push the band off the barrel when tension is applied to the string from the handle. Although flash was identified on the last two (2) beads it is unlikely this contributed to the complaint. The last two (2) beads on the string act on the last band on the barrel; based on the photo, provided from the user facility, the difficulty occurred during deployment of the first bands on the barrel. In addition, the beads in the photo provided do not exhibit flash. The appropriate internal personnel were notified of this occurrence. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the trigger cord is not seated properly in the handle assembly, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician used a cook 6 shooter saeed multi-band ligator (mbl-6). When the physician was performing the evl case, the band and thread [trigger cord] did not separate [difficult to deploy because trigger cord entrapment]. So they used another mbl-6.

Manufacturer narrative:
Investigation evaluation: two (2) products were returned in an open box from the lot number provided in the report. The label matches the product returned. The user stated that one of the two (2) devices returned was the complaint device. The user facility indicated that there is no complaint on the second device. It is unknown which of the two (2) devices returned is the complaint device, hence both devices were evaluated. An evaluation of the photo provided by the user confirmed the report. The photo provided shows a deployed black band on a varix with the trigger cord still attached to the black band thus confirming the report of trigger cord entrapment. Two (2) trigger cords wound on two two-way handles and two (2) barrels were included in the return. It is unknown which barrel goes with which device. Device one (1) - the trigger cord wound on the two-way handle and the barrel were included in the returned. The loading catheter, six (6) bands (five (5) black and one (1) amber) and the irrigation adapter were not included in the return which made it difficult to perform a complete evaluation. During a visual examination of the device, it was observed that the two-way handle was returned in the firing position. The roller clutch in the handle wheel assembly located in the groove of the firing position was loose instead of fitting snugly inside the black molded portion of the handle. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A visual examination of the trigger cord wound on the two-way handle showed that the knot was not seated properly. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled but the bead at the end of the trigger cord near the knot displayed an unacceptable amount of flash. A lab meeting was held with operations to heighten awareness of the flash. It was confirmed during the meeting that the excessive flash did not meet their specifications. Device two (2) - the trigger cord wound on the two-way handle and the barrel were included in the returned. The loading catheter, six (6) bands (five (5) black and one (1) amber) and the irrigation adapter were not included in the return which made it difficult to perform a complete evaluation. During a visual examination of the device, it was observed that the two-way handle was returned in the firing position. The knot on the trigger cord was seated properly in the groove of the handle. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were verified for correct location. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The subassembly device history record for the mbl string subassembly was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. The band lot number associated with this complaint was researched and it can be concluded that the bands were within the acceptable date range. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. During our laboratory investigation, the knot on the trigger cord for device one (1) was not seated properly in the handle assembly. Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "with endoscope tip straight, place trigger cord into slot on spool of handle and pull down until knot is seated in hole of slot. Note: knot must be seated into hole or handle will not function properly." The instructions for use direct the user: "note: if band will not deploy, place handle in two-way position and loosen trigger cord slightly. Place handle in firing position and continue with procedure." The beads on the trigger cord push the band off the barrel when tension is applied to the string from the handle. Although flash was identified on the last two (2) beads it is unlikely this contributed to the complaint. The last two (2) beads on the string act on the last band on the barrel; based on the photo, provided from the user facility, the difficulty occurred during deployment of the first bands on the barrel. In addition, the beads in the photo provided do not exhibit flash. The appropriate internal personnel were notified of this occurrence. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the trigger cord is not seated properly in the handle assembly, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.